Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1800769 was manufactured on 05/29/2018 a total of 288 pieces. Lot was released on 06/07/2018. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that, when clipping the sub-pyloric artery during laparoscopic gastrectomy, the clips jammed. A new unit was used. No clips fell in the patient and no health injury occurred.

Event description:
It was reported that, when clipping the sub-pyloric artery during laparoscopic gastrectomy, the clips jammed. A new unit was used. No clips fell in the patient and no health injury occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded incorrectly and its rotation tab bent. A clip in the closed position was returned loose with the device. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device. Another attempt was made and again, the second clip was unable to properly load into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips, 8 remaining in the channel and 1 returned loose, indicating that 7 clips including the loose clip were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jamming" was confirmed based upon the sample received. The sample was received with 9 clips, 8 remaining in the channel and 1 returned loose, indicating that 7 clips including the loose clip were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, when clipping the sub-pyloric artery during laparoscopic gastrectomy, the clips jammed. A new unit was used. No clips fell in the patient and no health injury occurred.